Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. Photo review: the device is disassembled. The plunger is not visible in the photo. The nozzle has been pulled off. The lens is resting over the nozzle. Reported complaint not observed. No root cause identified as the reported complaint could not be confirmed. Photo shows disassembled device. A final root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, plunger passed over the iol having no possibility of implant at the moment. The procedure was completed on the same day. There was no patient harm was reported.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).